Event description:
It was reported that the patient's device may be near end of service. It was also reported that the patient was having an increase in seizures recently, some of which required trips to the ER. The patient's seizures had been previously well controlled with vns. The relationship of the increase to pre-vns levels is unknown. It is also unknown if the seizures are believed to be related to device end of service or something else. X-rays of the device were reviewed by the manufacturer and no anomalies were noted. Patient had generator replacement surgery in 2010. Attempts for further information and product return have been unsuccessful to date.